Event description:
The patient has been at the hospital because he cannot get pain relief from his therapy/implant because the implant was not charged. The patient did not have the equipment to charge his implant or patient programmer to check therapy; this equipment was being sent to the patient. The patient was in a lot of pain and needs therapy. The company representative confirmed the patient was hospitalized. The patient thought he had lost his equipment but it was located and was functioning fine. Some reprogramming was done to improve the coverage of his lower back. The patient was told to try the programs and call if he had any questions or needs to be reprogrammed. The patient was grateful and stated the system has really made a difference in his life. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3998, lot# va02j9h, implanted: (B)(6) 2012, product type lead. Product ID: 3888-45, lot# v780541, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# va00p29, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).